Event description:
A surgeon reported that during surgery, the black connector on the vitrectomy probe broke. They held it in place manually for the last 20 minutes of the procedure to allow the pneumatic activation for the vitrectomy. The surgery was completed and there was no harm to the patient.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to the event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).